Event description:
Additional information stated the results of the culture were negative. It was noted the logs, alarms, a telemetry strip and dose reports were all checked and were all satisfactory. It was stated the patient was doing fine.

Manufacturer narrative:
Analysis of the catheter (lot# l50977) found no significant anomaly. The catheter body was incorrectly assembled or sutured. Analysis of the catheter (sn (B)(4)) found no significant anomaly. The sc connector had coring/tear/cuts in the seal. No leaks were seen in the lab and there were no leak allegations.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had intermittent increased spasticity and increased seizure activity due to possible withdrawal. The seizure type and activity stopped after the catheter replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was further clarified that at the pump replacement on (B)(6) 2014 cerebral spinal fluid (csf) aspiration was attempted but not successful. However, the physician continued on and replaced the pump without revising the catheter at that point. It was further confirmed that the patient then was symptomatic with spasms and tachycardia. The patient also experienced seizures but she already had a history of seizures. It was unclear to the physician if the seizures were related to the pump. On (B)(6) 2014 catheter revision occurred in which the 8709 was changed to an 8731sc. At the time of the replacement, it was reported that there appeared to be a kink where the 8758 attached to the 8709. The patient's spasms were then controlled and the patient was receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported there was withdrawal and overdose. It was reported the patient had currently been going through withdrawal followed by possibly having too much drug since the patient was confused and did not have spasticity. It was noted the patient also had a seizure disorder as well, so the health care provider (hcp) found it difficult to assess the patient. It was noted that (B)(6) 2014 was supposed to be a typical pump replacement, but they were unable to aspirate the catheter. It was stated they thought it was because the seal was not good enough, so they planned on aspirating through the catheter access port (cap) when the catheter was connected to the pump instead in the future. It was noted the surgeon had a difficult time at the pump replacement and ¿pulled the whole plunger out of the barrel.¿ it was noted they then performed a back table prime, and the patient appeared ok in recovery. It was noted that a few hours later, the patient could not raise their arms and was very drowsy. It was noted the hcp thought the surgeon may have accidentally ¿bolused the patient.¿ it was noted the patient came around again within 30 minutes. It was noted the patient had return of spasticity, vomiting and tachycardia through the night. It was noted the patient was allergic to ¿gravel¿ which they had been giving them. Once they stopped the gravel, the vomiting stopped. It was noted the patient had been tachycardic when they ¿came in¿ which could be related to their thyroid which was ¿another whole issue.¿ it was noted the patient was having increased spasticity ¿at that time¿ and the pump was ¿turned down¿ after they were given a 50mcg bolus. It was noted the pump was turned back up after 5 hours with no change. It was noted the patient was not agitated, did not have withdrawal and had no ¿prickly skin¿ at the time of report. It was believed the patient was not getting the correct dose. It was noted they were wondering if this was a catheter issue of either not working to begin with or if it was damaged at pump replacement. It was noted they questioned if the catheter not working was the reason for the patient having seizures. It was noted they gave the patient 20mg of oral baclofen at 5pm on (B)(6) 2014, and they had no drowsiness 4.5 hours later. It was noted they were given another 25 mg at night and were ¿very drowsy the next morning.¿ it was noted they were given lorazepam because they were getting combative and confused, but had no spasms. It was noted they returned on (B)(4) 2014 and tried to aspirate the cap and could not at first, but they the aspirated 1ml of ¿bloody fluid after milking the syringe.¿ it was thought the patient was dehydrated, so ¿not enough csf.¿ it was stated they decided ¿culture.¿ it was noted the patient got confused and combative again. It was noted they complained of being itchy on their chest. It was noted the patient was difficult to understand and was not a good historian. It was stated the catheter was primed after aspirating from the cap. It was stated the patient was given a 50mcg bolus and then started with their normal dose. It was stated their vital signs were stable, the patient was alert, moving their arms, using bed pan, had good tone, and had good control of spasticity. It was noted the patient left, but then later that night they had to give them lorazepam since they were confused again. It was noted the patient had ¿grand mal seizure on saturday and the patient had one in april as well, and ¿little mini ones as well.¿ it was noted the patient was not doing well again on (B)(6) 2014, and they were drowsy that night and the following night. It was noted they wondered if the patient was having seizures because they cause drowsiness and confusion. It was noted a neurologist was contacted, an eeg was performed, and it was confirmed the patient did not have seizures. It was noted they were starting to question the quality of the baclofen on (B)(6) 2014. It was noted they planned on testing the drug. It was noted the hcp recommended surgery if they could not aspirate. It was noted the patient was not drowsy the morning on (B)(6) 2014. It was noted the connection looked ok via x-ray. The pump was used to deliver lioresal additional information stated the logs were normal. It was noted the medication was switched to different baclofen in case it was ¿bad,¿ but that was not the cause of the problem. Additional information noted the catheter was changed on (B)(6) 2014. It was noted they turned the dose down to minimum rate prior to the catheter replacement. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.